Manufacturer narrative:
Product ID 748266, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3387-40, lot # j0343750v, implanted: (B)(6) 2003, product type lead; product ID 3387-40, lot # j0343750v, implanted: (B)(6) 2003, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation following a fall approximately one week prior to report. It was noted that the patient "fell all the time." It was stated when the patient turned on her right implantable neurostimulator (ins), "her whole body tingled, her nerves were bothered, and she felt like she was getting an electrical shock and had issues talking saying 'it was horrible.'" It was also stated that when her device was reprogrammed, it would have to be turned off "or she would feel the sensation." It was noted that for approximately two weeks prior to report she "felt weak and had troubles with walking where she had to take more medication." The patient was redirected to her healthcare provider.